Manufacturer narrative:
The customer indicated that qc run at 3:00 am was out of spec on the day of the event. The following action was then performed by the customer: the mg reagent cartridge was replaced. The instrument was recalibrated and qc was assayed. Qc results were within spec. The customer indicated that approx 100 pt samples have been assayed. Qc reported on that day at 4:00 pm, and was out of spec. A leak at sample probe and a loose tubing was noted by an operator on the next day. The sample probe and the tubing were replaced. The customer indicated that the samples run the prior day were retested. No add'l info regarding pt results, instrument calibration or qc was provided. A hardware issue is suspected to have contributed to this event. A malfunction will be assumed for purpose of this report.

Event description:
A customer contacted beckman coulter regarding a falsely low magnesium (mg) result from a single pt that was generated by the synchron cx7 instrument. The mg result for pt a was 6.0 mg/dl and was reported out of the lab. The customer indicated that pt a was a maternity pt and was treated with an add'l dose of mg. The customer indicated that a physician noticed signs of mg toxicity in pt a. The initial sample from pt a was retested for mg and the result was 12.6 mg/dl. The customer did not provide any add'l info regarding this event. The customer indicated that there has been no adverse consequences to the pt or fetus that can be attributed to this event.